Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Because the entire device was not implanted during the procedure on (B)(6) 2015 because of reported device breakage, it is unknown if the device will perform its intended function and therefore, is not considered to have been implanted. A portion of the subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a fusion with transforaminal lumbar interbody fusion (tlif) from l3-s1 on (B)(6) 2015, while rotating the 9mm x 24mm, 10mm height opal spacer revolve (08.803.050) in thel3-l4 disc space, the implant broke. There were no issues with the implant holder. The distal two thirds of the implant remained in the patient in the l3-l4 disc space. Surgery went on as planned after incident. There was no reported surgical delay. There is no plan to revise the patient at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (9mm x 24mm, 10mm height opal revolve spacer, part number 08.803.050, lot number unknown). The device was received with the complaint that the implant broke during surgery. Only the proximal portion was able to be retrieved. Approximately 10.6mm of the proximal end of the spacer was returned for evaluation. The opal revolve spacer is part of the opal spacer system that is intended to treat patients with degenerative disc disease at one or two contiguous levels from l2 to s2 whose condition requires the use of interbody fusion combined with supplemental fixation. The opal revolve spacers are designed for the insert and rotate technique and the 24mm revolve spacers are also indicated for bilateral use per the technique guide. Product drawings were reviewed during the investigation during the investigation and were found suitable to determine the intended device design, application, and dimensional conformity. The revision history was also reviewed since the date of manufacture of the complained item is unknown. An alternative stock of raw material was included in the drawings to decrease manufacturing cost in september 2008 but the change did not affect the safety or effectiveness of the implants because the material used to make the implants remained unchanged. There were no other changes that affected the design of the implant. Upon evaluation, it was observed that the pillars of the returned spacer were all twisted clockwise indicating that the breakage occurred during the rotation of the implant. There is not enough information in the complaint to determine the true root cause but it is likely that the distal portion of the spacer was caught in the neighboring bone. This would prevent the spacer from rotating fully and thus causing the implant to break at the stress riser. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.